Manufacturer narrative:
E1: initial reporter facility name: the device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended life pd transfer set was unable to close. The event was further described as ¿the clamp cannot be closed¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted the twist clamp was not fully aligned to the notch of the main body. Functional tests including leak and clear passage were performed with no issues noted. A clamp function test observed when the twist clamp was closed there was no fluid flow through the set; however, the clamp did not fully lock in position. The reported condition was verified. The cause of the condition was related to a manufacturing issue during the milling process of production. Should additional relevant information become available, a supplemental report will be submitted.